Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose shot up. The site was leaking. The bolus for their lunch had leaked out. The customer was reporting a past event. The customer¿s blood glucose during the incident was 438 mg/dl. The customer declined troubleshooting for high blood glucose. They had treated with injections and insulin pump until their blood glucose went down. The customer stated they may have placed the site too close to their waistline. The insulin pump will not be returned for analysis. The infusion set will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).